Manufacturer narrative:
Continuation of d10: product ID: ped2-250-14 (d065226). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured middle cerebral artery aneurysm with a max diameter of 3.4 mm and a 2.4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 2.5 mm distally and 2.45 mm proximally. It was unknown if dapt (dual antiplatelet treatment) was administered it was reported that during treatment, the initial distal end deployment was smooth. However, because adjustment of the distal anch oring position was required, the operator chose to recapture the stent and redeploy it. During this process, the distal end of the stent became stuck in the phenom 27 microcatheter. After multiple unsuccessful attempts, the entire system was withdrawn and replaced with another stent, after which the procedure was completed successfully. The angiographic result post procedure showed the vessel was patent. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter.

Event description:
Additional information was received. No causes or contributing factors were identified for the stent being stuck in the phenom. Resistance was reported at the tip end of the catheter. It could not be confirmed whether the stent became stuck in the phenom during resheathing. A continuous saline flush was administered and maintained in accordance with the IFU. No damage to the pipeline pushwire or catheter was observed. The phenom model and lot number were unknown

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.